Event description:
It was reported that 1 bd needle clipping device safe clip was not clipping. The following information was provided by the initial reporter : the customer reported that the needle cutter has a fault and does not cut the needle (only bends it).

Manufacturer narrative:
H.6. Investigation: video provided shows the customer attempting to trim a pen needle using a safeclip. However, after closing the device onto the needle, the needle remains in place. This may have happened due to wear and many uses over an extended period of time. Unable to complete a DHR review as the lot number is unknown. Based on the video received, bd was able to confirm the customer¿s indicated failure of the safeclip not clipping needles. The root cause of the safeclip no longer clipping needles may be numerous uses over time resulting in wear to the device.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4) . This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device lot # unknown. Medical device expiration date : unknown. Initial reporter phone# : +(B)(6). Initial reporter zip code : unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd needle clipping device safe clip was not clipping. The following information was provided by the initial reporter : the customer reported that the needle cutter has a fault and does not cut the needle (only bends it).